Event description:
It was reported that the physician could not use his programming system to interrogate a patient's generator as he received "weird error messages", but the messages could not be recalled by the physician. Furthermore, a company representative was not able to get the hand-held device (hhd) to proceed off of the main operating system's screen. The patient was brought back into the office and was able to be interrogated. However, upon interrogation it was noted that her settings were unintentionally changed by a faulted diagnostic test on (B)(6) 2011, the patient's last visit to the office. The patient was then reset to her intended therapy levels.

Manufacturer narrative:
Analysis of programming history.